Event description:
During a procedure for treatment in 2003, the balloon of the dilatation catheter burst in the pt's colon. The colon was perforated and peritonitis developed. To continue treatment, the dr performed a laparotomy and building of new colonic anastomosis. After the procedure was completed, the pt's condition was reported as good. The device was not returned for eval. Therefore, a failure analysis could not be performed. A lot device history search was performed and no other complaints were found for this lot number. It cannot be determined if the product met specifications because the product was not returned. The co is unable to determine the relationship between the device and the cause of this event without the product. The device used for this procedure was expired at the time of use. The expiration date on the product is 1/1/1999. The procedure was performed in 2003.